Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 32 mg/dl. Cause of low bg level was unknown; however customer was new to the pump and believed they inadvertently pressed a wrong button. Bg was treated with intravenous saline and carbohydrates. Reportedly, customer left the ER 9 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.